Event description:
It was reported that during a da vinci nephrectomy surgical procedure, it was observed that the scissors on the monopolar curved scissors instrument were dull. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's blades were undamaged. The instrument was placed on an in-house da vinci system for latex cut test and it failed. The scissors did not cut cleanly through 0.006 of latex. The blade edges were not damaged however the edges exhibited wear at the tips, negatively affecting cut performance. The instrument passed the electrical continuity testing. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches measured approximately 0.029 - 0.156 in length and were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.